Manufacturer narrative:
Returned device was evaluated and performed within specifications. No product condition that would have contributed to reported dka was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that on (B)(6) 2014 the customer "felt sick with high fever and blurring". The customer changed the pod on (B)(6) 2014. On (B)(6) 2014, the customer changed his pod again, and after 1.5 hours, he received a blood glucose (bg) reading of high (greater than 500 mg/dl). He injected a bolus of 5.30 units at 8:43 pm. He checked his bgs again and still got a high result, so he injected himself again with a bolus of an unk amount. On (B)(6) 2014 at 4:30 pm, the customer's son took him to the ER due to a medical condition with his liver and dehydration. While in the ER, he told the doctors about his high reading, and when they checked his bgs, their meter read 900 mg/dl. The customer was diagnosed with diabetic ketoacidosis (dka) and was treated with IV insulin.